Event description:
Complaint alleges that during a urologic procedure, the doctor tried to ligate a blood vessel, but he could not open the applier after closing the clip. There was no harm to the pt.

Manufacturer narrative:
(B)(4). The device sample was not received by the MFR at the time of this report.